Manufacturer narrative:
After further investigation and clarification, this is a duplicate record of philips reference number (B)(4) and was previously reported under manufacturer report number 9610816-2026-100139 on january 26, 2026.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that when using the mx500 monitor to monitor patients, there were instances where parameters such as blood pressure and oxygen saturation exceeded the alarm thresholds, but the alarm did not trigger. The device was in use on a patient at the time of the event. There was no adverse event reported.